Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated, and perforated the vena cava. The device was removed percutaneously. The patient experienced back pain and neck pain, however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and seven months post filter deployment, the patient complaint of on-off abdominal and back pain over the years. A computed tomography (CT) scan was revealed extensive caval penetration by the filter, with legs embedded into the spine, periaortic tissues and in the vicinity of the duodenum. After two months patient scheduled for the inferior vena cava filter retrieval, an inferior vena cavogram was revealed tilted filter with partial extrusion of the top cap and gross penetration of the caval wall by the filter legs. A more magnified film confirms that one of the limbs was detached from the filter prior to manipulation a snare captured the free end of the wire and obtained a loop around the wire with both ends of the wire controlled outside the sheath. Attempted to pull the filter into the sheath and this was initially not possible, but after some maneuvers, it was able to get the filter to engage the sheath and then through a combination of pulling on the filter and advancing the sheath. It was able to capture the sheath and detach it from the wall and delivered the filter into the sheath and from there, outside the body. There was one residual limb left behind. This was noted to be separated from the filter before the extraction, so it was expected to remain in place. An inferior venacavogram with multiple projection was obtained to confirm that this limb was outside the cava. It was also attempted to engage with a snare, but this was not possible as the limb of the filter was extraluminal. Eventually after two years ten months later the patient complaint of worsening right lower back pain and abdominal pain. A computed tomography (CT) abdomen and pelvis was revealed that there was a fragment of the inferior vena cava filter in the inferior vena cava that was next to the spine. In patient history it says that the inferior vena cava filter had migrated. Therefore, the investigation can be confirmed for filter limb detachment, perforation of the ivc, filter tilt, filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis and prophylactic protection due to factor v deficiency. The deployed filter was placed with the tip of the filter at the l1-l2 interspace via the right common femoral vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in appearance measuring 24 mm. A repeat venacavogram indicated good position of the filter with good apposition of the filter caval wall. Approximately seven years seven months post filter deployment, the patient presented with complaints of on-off abdominal pain, back pain, and recent epigastric tenderness. A CT scan demonstrated a mal positioned filter with extensive caval penetration by the filter, with the legs embedded into the spine, periaortic tissues and in the vicinity of the duodenum. Approximately seven years nine months post filter deployment, the patient presented for percutaneous ivc filter retrieval. Venograms indicated a tilted filter with partial top cap extrusion and filter leg penetration of the caval wall. Images indicated one of the limbs detached from the filter prior to manipulation. A vce catheter and a glidewire were introduced. Through a counter puncture in the sheath, a snare with loop was made around the filter and over most of the legs then an attempt was made to pull the filter into the sheath. This was initially not possible, then after some maneuvers and through a combination of pulling on the filter and advancing the sheath, the filter was captured into the sheath and retrieved. There was one residual limb left behind. This was noted to be separated from the filter before the extraction. Venacavogram was obtained and confirm that this limb was outside the cava. The surgeon also attempted to engage it with a snare, this was unsuccessful as the limb of the filter was extraluminal. A completion inferior vena cavogram demonstrated the absence of a filter with persistent remaining detached limb in an extraluminal posterior position. A follow-up office visit a month later reported the patient¿s chronic back and abdominal pain to be improved. Aspirin was continued. The patient was released with the recommendation to leave the broken limb in place. Approximately three years after removal, the patient complained of worsening right lower back pain, migraines, and upper quadrant abdominal pain. A CT indicated the fragment of the ivc filter in the vena cava, next to the spine. An MRI was recommended to determine further treatment, if any, for the retained filter fragment. No further records are found and the current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven years seven months post filter deployment, the patient presented with complaints of on-off abdominal pain, back pain. A CT scan demonstrated a mal positioned filter with extensive caval penetration by the filter, with the legs embedded into the spine, periaortic tissues and in the vicinity of the duodenum. Approximately seven years nine months post filter deployment, the patient presented for percutaneous ivc filter retrieval. Venograms indicated a tilted filter with partial top cap extrusion and filter leg penetration of the caval wall. Images indicated one of the limbs detached from the filter prior to manipulation. The filter was retrieved with one residual limb left behind in the vena cava, next to the spine. Therefore, the investigation can be confirmed for limb detachment, perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, migrated, and perforated the vena cava. The device was removed percutaneously. The patient experienced back pain and neck pain. However, the current status of the patient is unknown.